Manufacturer narrative:
Philips service reinstalled the cover and checked the spring arm operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the cover for the ceiling-mounted lead shield elbow fell off on an azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.